Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 6 inappropriate shocks due to noise on the right ventricular (rv) lead. High pacing impedance was observed and a lead fracture was confirmed. Ventricular fibrillation (vf) therapy was turned off and the patient was hospitalized for monitoring. The lead was subsequently explanted and replaced. No further patient complications have occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.